Event description:
It was reported that prior to the completion of implanting an intraocular lens (iol) in the right eye of a patient, the surgeon noted a mark on the surface of the lens, requiring the lens to be cut, removed and replaced within the same procedure. In addition, while removing the lens the incision was required to be slightly enlarged. There were no sutures used and no vitrectomy was performed. The lens was replaced with a same model and diopter iol, serial number (B)(4). The patient was reported to be doing well. No further information has been provided.

Manufacturer narrative:
A review of the manufacturing records and process was performed. The sterilization batch was released and there were no non-conformances. There were no associated nonconformity material reports. Sterilization batch was released and there were no non-conformances. There were no environmental monitoring related non-conformances when the lens was manufactured. The production order was not produced under deviation. There were no process and/or material changes and based on the manufacturing record review and historical review no non-conformances were identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The implant procedure was not completed.(B)(4): incision enlargement. Mark on the device.all pertinent information available to the manufacturer has been submitted. Placeholder.